Event description:
It was reported to philips the ventilator screen was too dark. There was no user or patient impact. This event was reported to have occurred outside of clinical use. An onsite evaluation was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer refused to pay for service since the device was out of warranty. Resolution and disposition are unknown